Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-00070, 3006705815-2020-00071, 3006705815-2020-00072, 3006705815-2020-00069, 1627487-2020-00168 & 1627487-2020-00171. It was reported the patient¿s entire scs system was removed due to an infection. Postoperatively, the patient was on antibiotic therapy. The infection has resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.